Event description:
Caller states the patient tested 2.2 inr on the coaguchek xs system and 3.3 inr on a comparison lab. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.